Event description:
This report was received from (B)(4) and is a spontaneous report from a baxter employed nurse in (B)(6) of peritonitis and hypotension in a, coincident with dianeal pd2 ultrabag (dianeal pd-2 peritoneal dialysis solution ultrabag with 2.5% dextrose) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced hypotension with a blood pressure of 80/60. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012 the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with reflin (1gm-daily-ip), fortum (1gm-daily-ip), and vancomycin (1gm every 5 days ip) for the peritonitis. Treatment for hypotension was not reported. The outcome was unknown. An opinion of causality was that the peritonitis was unrelated. The opinion of causality for the hypotension was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and the cause of the peritonitis was no device malfunction or use error identified.